Manufacturer narrative:
The device was not returned for evaluation and minimal information was available from customer. No conclusion could be drawn.

Event description:
Sheath broke into pieces on insertion of needle. Many attempts were made to contact the customer. On 10/17/08 contact was made. The customer stated that she did not know the specifics of the complaint. She mentioned that the catheter may have broken off inside the patient, but was uncertain if this was actually the case. It was confirmed that there was no patient injury.